Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The eval confirmed and reproduced the reported symptom. The eval experienced the no audio condition on all volume/tone settings caused by a failed speaker due to infinite impedance. The failed speaker was replaced.

Event description:
It was reported that a spectrum pump had no audio output. It was also reported that there was no pt involvement.